Manufacturer narrative:
Additional manufacturer narrative: b5, describe event or problem: updated content. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ clinical code: replaced code e2121 with code e2401 h6, health effect ¿ impact code: replaced code f1901 with code f24 h6, component code: replaced code g07003 with g04122 h6, type of investigation: added code b20 h6, investigation findings: replaced code c21 with c20 h6, investigation conclusions: replaced code d16 with d15. Multiple attempts were made to obtain supplementary information, including clinical images, details of the devices used, serial numbers, and the date of implantation. However, no additional information was provided to gore. As the serial number for the device involved in this event could not be obtained, a review of the device history records could not be performed. Neither clinical images suitable for direct assessment of product performance nor the product itself¿still implanted¿were made available for evaluation. Consequently, the cause of the reported potential type 1b endoleak necessitating reintervention could not be independently verified during the course of the investigation. Based on the incident description and in the absence of further information, gore is unable to determine the cause of the event or assign a definitive root cause.

Event description:
It was reported that on an unknown date this patient underwent an endovascular procedure and was implanted with a gore® excluder® conformable trunk-ipsilateral leg endoprosthesis device as well as gore® excluder® aaa endoprosthesis devices of unknown specifications to treat an abdominal aortic aneurysm. Reportedly, a required reintervention had been scheduled for (B)(6) 2025 for a left side limb extension presumably due to a type 1b endoleak. However, the reintervention was reported cancelled that day. Additional information received stated that due to the patient having other medical issues needing urgent attention, a reintervention would now not be performed after all. Further information on this patient could not be obtained.

Event description:
It was reported that on an unknown date this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. Reportedly, a required reintervention was scheduled for (B)(6) 2025 for a left side limb extension but was not performed on that day.

Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided and gore will attempt to obtain this type of information. Data provided in this field reflect gore's internal reference number for this case until further notice. The device remains implanted. Therefore, an evaluation on the device cannot be performed. Gore has contacted the company representative for additional information on this medical device incident. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.